Manufacturer narrative:
Current driver malfunction. Investigation has started but not been performed by the local distributor. Unaware of any patient damage during the malfunction.

Event description:
No energy output during treatment and show "error in current check - current low" message error on the screen. Unaware of any patient involvement.